Event description:
Additional information reported the device was out of charge and there was no response when interrogate prior to the surgery. It was noted it was end of life for the stimulator. The stimulator was replaced and the patient had effective therapy. The patient felt stimulation in their low back and bilateral legs. It was also noted the stimulation was improved in their right leg compared to the previous stimulator.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-33, lot# j0455474v, implanted: (B)(6) 2005, product type lead; product ID 3487a-33, lot# j0455163v, implanted: (B)(6) 2005, product type lead. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient's implantable pulse generator (ipg) was explanted on (B)(6) 2014. It was noted that the patient was a participant in the "iispr" clinical study. It was stated that the device would be replaced by another product by the same manufacturer, and the explanted device would be returned to the manufacturer for destructive analysis. An analysis report was requested. It was stated that the device had still been working, but that the voltage had been <(><<)>2.6 volts, and the patient had to increase amplitude for therapy. It was stated that the ipg had normal battery depletion. It was noted that a request to interrogate and read the ipg had been made. It was stated that the device had been used in a patient for treatment. No patient death or injury had occurred. The patient recovered without sequela.

Event description:
It was reported that a patient had loss of therapeutic effect. It was stated that the patient had to turn up amplitude and still could only feel slight stimulation at 8.9v. It was noted that typically the patient used between 4.2v and 4.8v. It was stated that battery voltage was normal and there were no reported falls. It was stated that the event occurred ¿about a one week ago¿. It was noted that the leads were 9 years old. Additional information received reported that a revision would be scheduled in the next 6-8 weeks.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.